Event description:
Event description guidant received information that the patient with this implantable lead was having syncopal episodes and went to the ER today. Interrogation found that the pacemaker had automatically changed the lead polarity with the lead safety switch feature. The pacemaker had numerous episodes of ventricular-tachycardia in the logbook. The daily measurements had a lead impedance greater than 2500 ohms. Pocket manipulation yielded noise and the device inhibited.